Event description:
A report was received that the patient developed an infection at the pocket site. Symptoms include fever and swelling on the affected site. The patient had a previous revision procedure. The physician believed that the infection was procedure related. The patient underwent an explant procedure and was given intravenous antibiotics. The patient was doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.